Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the therapy electrode pads. The patient was given larger garments and began using a cream that was suggested by her pharmacist. The patient reported that the irritation was improving.